Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a loss of connection on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. A review of the downloaded data log did not confirm the reported event of loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).